Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: failure analysis: unit received had a crack on the left side of the handle near the bearing pin. This would cause the handle to be loose. The handle was replaced due to the crack. The unit was received without the 6-inch transitional. General maintenance and cleaning was performed and all worn components were replaced with new parts. Root cause analysis: complaint confirmed via inspection of the unit. The handle had a crack on the left side, near the bearing pin. This would cause the handle to be loose. Probable root cause is physical damage from rough handling of the unit. Additionally, the unit is beyond integra's 7 years recommended life cycle (manufactured in 2012).no further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield ultra base unit (a2101) was loose and would not lock in place. It is unknown if there was patient involvement; however, no patient injury was reported or surgical delay has been reported.